Manufacturer narrative:
The patient remains on lvad support with the replacement pump with no further issues reported. The manufacturer is attempting to acquire the explanted device for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 1.5 years post implant, the clinical specialist reported high motor power and speed variations. The patient showed signs of infection and his international normalized ratio (inr) was at 8.0. The hospital treated the patient with medication to reverse the inr. Thrombolysis was attempted without effect and a decision was made to exchange the pump the following day.